Manufacturer narrative:
Concomitant medical products: m7700-27, valve, implanted: (B)(6) 1991, a7700-21, valve, implanted: (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one week post implant that atrial lead position check failed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.